Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the patient¿s device was coming on by itself. It was noted when they turn it on they see the top light on the programmer. It was reported that at the time of the report the patient felt no stimulation. It was noted that the patient tried to ¿put it on¿ about one week prior to report and the stimulation came on but then shut off by itself. It was noted that it then came back on and jolted them. It was reported this has been going on for ¿about a year¿. It was further reported the stimulation does not ¿get into their right arm anymore¿ and is ¿not doing what it is supposed to be doing¿. It was noted that the patient is in ¿a lot of pain¿. Information omitted pertaining to lead migration during battery replacement.